Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing detachment event on (B)(6) 2025. The tubing was detached from quick release/site connector. The insertion site was the thigh. Infusion set was used for one day. No further information available.